Event description:
It was reported that there was variable shock lead impedance measurements by the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) analyzed impedance trend data and found that there was a gradual rise post implant with a plateau. After the plateau around 90 ohms, there was variability in the measurements reaching above 120 ohms, which was high out of range. No adverse patient effects were reported. Currently, this ICD system remains in service.